Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the right ventricular lead product was oversensing noise. The lead was capped and replaced on (B)(6) 2022. The patient was discharged and was in stable condition.

Manufacturer narrative:
Correctional report need to state the patient was asymptomatic.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the right ventricular lead product was oversensing noise. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2022. The patient was discharged and was in stable condition.